Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The presence of a foreign object in the sub-water channel was confirmed, but was unable to identify it. It is likely that leaks in the air/water channel and plug unit prevented proper reprocessing and therefore prevented the removal of foreign matter. The event can be detected/prevented by following the instructions for use which state: inspection of the auxiliary water feeding function. Leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.